Manufacturer narrative:
The delivery catheter was returned and analyzed. Analysis revealed mechanical operational peeling, slitting, splitting and a spiral slit; damage during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during slitting of the sheath, there was slitting difficulty as the slitter cut on a steel wire of the sheath. A second slitter was utilized and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.